Event description:
My silicone breast implants I had for almost 6 years made me sick. I gained 20 lbs all while eating healthy and regularly exercising. I was diagnosed with sibo, adrenal fatigue, chronic fatigue syndrome, ibs, depression, anxiety and numerous food intolerances I've never had before implants. I also developed brain fog, memory loss, low body temperature, cold intolerance, insomnia, night sweats, hair loss, muscle aches, foot swelling, muscle atrophy and skin rashes all at the age of (B)(6).